Manufacturer narrative:
Unique identifier (UDI) #(B)(4). The last calibration was performed on 26-apr-2021. The calibration was within specifications. The customer's qc chart was provided, but actual result values were not provided. Therefore, the customer's qc could not be confirmed. The alarm trace did not contain a conspicuous event. The field service representative found the fitting to the a probe was loose and leaking water. He replaced two probes and performed preventative maintenance. The customer performed qc and all results were within customer's specified ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable vancomycin results for 2 patient samples on a cobas integra 400 plus module. Patient (B)(6): the initial result was 10.5 ug/ml. This result was reported outside of the laboratory. The repeated result was 7.4 ug/ml. This result was believed to be correct. Patient (B)(6): the initial result was 12.5 ug/ml. This result was reported outside of the laboratory. The repeated result was 8.5 ug/ml. This result was believed to be correct. The results were repeated due to the customer noticing qc issues. Amended reports were made with the correct results. The reagent lot number is 51184701 with an expiration date of 30-apr-2022.